Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported she had a "terrible day" yesterday (B)(6) 2020. Patient clarified she had a procedure to burn nerves in her back - unrelated to the ins / therapy. Patient stated she did not turn the ins off during the procedure. Patient stated her body did not like what was happening. Patient clarified her left arm and the right hand and her left food where jerking uncontrollably during the procedure. Patient stated her blood pressure dropped, they thought patient was having a panic attack but she felt fine. Patient is not sure if the procedure effected her ins or if her ins caused the symptom.

Event description:
Additional information was received from the patient and it was reported that the circumstances that led to jerking during nerve procedure was radio frequency ambulation l2/l3, l3-l4. Affected arm and leg only. Subsided with 10mg valium.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.